Event description:
Info rec'd indicates during a preventive maintenance check, the technician found the ground resistance was out of range.

Manufacturer narrative:
The technician replaced the power cord plug.